Event description:
It was reported that pump displayed malfunction code 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions, assisted caller with reset guidance, and advised caller to reset pump when ready and contact support again if problem continued.